Manufacturer narrative:
The standalone pcb board was returned to the manufacturer for analysis. Analysis found an electrical failure in this component. The enclosure charger and power conversion enclosure were returned to the manufacturer for analysis. There was no fault found with these components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. Two issue were found with the system. It was found that the system was not getting adequate power, and the system was not allowing images to be taken because of the lack of power. The issue was resolved after parts were replaced. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the system was turned on there was a red x for radiation. The system was rebooted but the issue did not resolve. The manufacturer representative asked the site if the system was in e-stop but the site was unaware. Another system was brought in to complete the surgery. The surgery was completed successfully.